Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
The patient received a gunther tulip filter on (B)(6) 2008 at an unnamed hospital in (B)(6). Plaintiff has not named an implanting physician. It is alleged that patient was injured without further explanation. Patient is also punitive damages. Medical record have been requested, but have yet to be delivered.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 20mar2018 as follows: pt allegedly received an implant on (B)(6) 2008 via common femoral vein as prophylaxis due to polytrauma-tractor injury prior to multiple operations. Pt alleges vena cava perforation, device is unable to be retrieved, organ perforation (mesenteric, spinal), embedment and post implant pain. Pt further alleges numbness in legs, fatigue, anxiety/stress

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip-vc & organ perforation, unable to retrieve, embedded, pain, fatigue, numbness, anxiety/stress". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain is directly related to the filter. Unknown if the reported anxiety, stress, fatigue, and numbness are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Per physician's assessment, dated 13feb2018, "the patient had numerous CT scans of the abdomen. There is clearly a tilted ivc filter with one of the struts penetrating posteriorly towards the prevertebral fascia and spine. There is a possibility that one of the struts is also fractured and misplaced."

Manufacturer narrative:
Device code: appropriate term/code not available (3191) [device tilt], not listed in IFU; fracture (1260); not listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt, fracture, vc/organ perforation, unable to retrieve, embedded, pain, fatigue, numbness, anxiety". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Unknown if the reported pain is directly related to the filter. Unknown if the reported anxiety, stress, fatigue, and numbness are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, but the tulip filter is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Manufacturer narrative:
(B)(4). Evaluation- no information regarding the event has been provided. The product was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. If additional information is received, the report will be re-opened for further investigation.

Event description:
The patient received a gunther tulip filter on (B)(6) 2008 at an unnamed hospital in (B)(6). Plaintiff has not named an implanting physician. It is alleged that patient was injured without further explanation. Patient is also punitive damages. Medical record have been requested, but have yet to be delivered.

Manufacturer narrative:
It is alleged that, "the patient received a gunther tulip filter on (B)(6) 2008 at an unnamed hospital in (B)(6)." It is alleged that on or around (B)(6) 2015 patient was injured (ivc filter becoming imbedded, tilting, migrating, fracturing, perforating, and/or otherwise becoming irretrievable) without further explanation . Patient is also punitive damages. Medical record have been requested, but have yet to be delivered. (B)(4). Evaluation changed to: a review of the complaint history and specifications was conducted for the purpose of this investigation. The device was not returned to assist with the investigation. No additional information regarding the event was provided. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injuries. It is cook¿s experience that fracture of filter legs is due to unidirectional bending fatigue. The type of fatigue is a high cycle fatigue where cyclic low stresses with low stress concentrations were applied to the filter leg. The bending moment of the filter leg may be introduced by different scenarios that in some instances will change the filter¿s original configuration, e.g. By perforation of the ivc wall, or by caught in a body structure (e.g. Renal vein). Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Catalog and lot# are unknown, but the tulip filter manufactured/inspected according to specifications. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. If additional information is received, the report will be reopened for further investigation.

Event description:
It is alleged that, "the patient received a gunther tulip filter on (B)(6) 2008 at an unnamed hospital in (B)(6)." It is alleged that on or around (B)(6) 2015 patient was injured (ivc filter becoming imbedded, tilting, migrating, fracturing, perforating, and/or otherwise becoming irretrievable) without further explanation . Patient is also punitive damages. Medical record have been requested, but have yet to be delivered.